Event description:
Pt over ultrafiltrated. The machine was set to remove 1 l per hr. There was a weight loss 2l in 50 mins. Hypertension, sweating and a drop in blood pressure were exhibited as a result of the event. Hospitalization was not required and pt reportedly was in stable condition after the event.